Event description:
Caller reports that the patient tested 3.8 inr and 2.2 inr on the same device during duplicate testing. Patient was reportedly treated based on result of 2.2 inr and no adverse event reported. Requested return of suspect device and replacement was sent.